Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set site issues on (B)(6) 2024. The blood glucose level was 250 - 300 mg/dl at the time of event. Patient had reported internal inflammation which was detected by health car professional. The infusion set was in use for three days. No further information available.